Manufacturer narrative:
The actual device involved has been discarded by hospital staff. No evaluation can be performed.

Event description:
International complaint received from japan reports during patient use the tubing connector (male luer lock) came off. Although attempts were made by baxter, details were not available regarding patient demographics, medication involved or infusion set up. No patient injury or medical intervention was required.